Manufacturer narrative:
The product catalogue number and the lot number was not provided; therefore, a review of the device history records could not be performed. No catheter sample was returned and no images were provided. Based on the result of the investigation performed and due to no sample or images being provided, the complaint is "inconclusive". Additionally, potential factors have been considered, a definitive root cause for the event reported could not be determined. The current IFU mentions under contraindications: "pts who are judged to have a lesion that prevents complete inflation of an angioplasty balloon or proper placement of the stent or stent delivery system''. The IFU states mentions that "recrossing a partially or fully deployed stent with adjunct devices must be performed with caution''.

Event description:
It was reported that during the retrieval of the post dilatation pta balloon, the stent was moved distally approximately 1 cm. Another vascular stent was deployed successfully to cover the exposed lesion. There is no reported patient injury.